Event description:
The information provided to sjm indicated an angio-seal was deployed in the right femoral artery. Approximately 2 months after deployment, the patient was readmitted to the hospital. Stenosis was noted requiring a 7 x 19mm stent.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.